Event description:
It was reported that the cooler heater unit will not heat. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Technical support determined the issue was the heater. Technical support had the user facility's biomedical engineer (biomed) measure the resistance of the unit. The unit was 16 mega measure of resistance (ohms) and it should be at 9-16 ohms. The biomed also found some black sediments in the bottom of the tank when he was troubleshooting. The biomed ordered a new heater element.